Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to covid 19. The customer was on the floor in a coma and swelling up. The cause of death was covid 19. The caller stated that the customer had diabetes and kidney disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not wearing the pump as they were in a coma and their blood glucose was fluctuating from high to low. The customer was not using sensors. The caller declined to return the insulin pump for analysis.